Event description:
During the procedure, the introducer was inserted into the patient and the ablation catheter was advanced through the introducer. When negative pressure was applied after flushing the introducer, air entered from the hemostasis valve. The introducer was replaced and the procedure was completed with no patient consequences.

Manufacturer narrative:
The reported event of a leak could not be confirmed. The sheath passed pressure and aspiration leak testing with no anomalies observed. However, microscopic inspection revealed tearing, resulting in a hole, in the proximal and distal seals. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported leak remains unknown as the event could not be confirmed. The cause of the torn seals is consistent with damage during use. Do not remove dilator or catheter rapidly. Damage to the valve may occur, potentially compromising hemostasis.